Event description:
Complainant alleged that, while attempting to defibrillate a pt, the device displayed "status 66" and "status 93" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical has not rec'd the device for eval and this complaint is still under investigation.